Manufacturer narrative:
Correction to follow-up MDR in block h6.

Event description:
It was reported that during a deep brain stimulation (dbs) procedure the lead extension was replaced due to high impedances. The high impedances remained after the replacement. Additional information was received that the dbs lead extension was exchanged during the initial implant procedure prior to incision closure. A new lead extension was implanted, and impedances resolved after 24 hours. The patient was doing fine post-operatively. The lead extension was retained by the medical facility.

Event description:
It was reported that during a deep brain stimulation (dbs) procedure the lead extension was replaced due to high impedances. The high impedances remained after the replacement. Additional information was received that the dbs lead extension was exchanged during the initial implant procedure prior to incision closure. A new lead extension was implanted, and impedances resolved after 24 hours. The patient was doing fine post-operatively. The lead extension was retained by the medical facility.

Event description:
It was reported that during a deep brain stimulation (dbs) procedure the lead extension was replaced due to high impedances. The high impedances remained after the replacement.